Manufacturer narrative:
The insulin pump had a completely broken reservoir tube lip and a minor scratched lcd window.

Event description:
The customer called to report that the reservoir ring broke off. The customer's blood glucose reading was 142 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was informed to return their device and it would be replaced.